Manufacturer narrative:
The customer reported that the therapy knob failed. This complaint remains under investigation. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the therapy knob failed.